Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 3.1. Patient self tester used her last strip and was unable to provide strip lot number.